Event description:
It was reported that a patients infuser started firing non-stop. It was observed with chemotherapy volume 57.2ml in the reservoir, administered 34.80ml, infuser was removed and forwarded to pharmacy. No patient injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: one sample was returned for investigation. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection and functional test were performed. Visual inspection found no damage or kinks were detected in the sample. After functional and accuracy testing, the sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. The failure mode reported was not confirmed. No fault was found with the device. No root cause was determined as the complaint was not confirmed. No action was taken as the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).